Manufacturer narrative:
Patient information is unknown. Event date is unknown. 510k: this report is for an unknown radial stem /unknown lot. Part and lot number are unknown; UDI number is unknown. Since this is an external fixation and was placed on the exterior, no official implant and explant date is needed. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. An x-ray on an unknown date revealed that the devices were loose. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent revision surgery on (B)(6) 2015, three days after the initial implantation of the radial head prosthesis system on (B)(6) 2015, had an external fixator placed on (B)(6) 2015. An x-ray on an unknown date revealed that the devices were loose. Therefore, the surgeon chose to add the external device for stability in addition to the implants. It was further reported that the surgeon removed the external fixator on (B)(6) 2015 as planned. No further action was taken until (B)(6) 2016 when the radial head and stem were removed due to looseness of the devices. Related complaint (B)(4) captures the first revision surgery held on (B)(6) 2015 and related complaint (B)(4) addresses the final hardware explant on (B)(6) 2016. This report is for an unknown radial stem. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.